Event description:
The patient reported that around february 2023 something happened such as stroke light symptoms or migraines, and at that time their spinal cord stimulator bothered them.  They turned down the stimulation setting, but then their pain came back so they turned the stimulation up again.  The pt stated they were told to put their device into MRI mode because they thought the pt may have had a stroke or has a tumor, and an MRI would be needed.  Patient services reviewed that the device the pt has doesn't have MRI mode.   The pt provided additional information regarding the stimulation, stating that the device still works, but it is very positional and they would turn it down when needed.  They stated they had always been sensitive to the stimulation, and they typically have it on a low level and most of the time doesn't feel stimulation until they are in the wrong position. Their doctor "requested new contacts/leads" as stimulation was not in the right spot.  The scs creates anxiety for the pt.   The pt was redirected to see their doctor to further address this issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.